Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) found that half height drawer 1.2 in the auxiliary unit was stuck in the closed position. The fse determined that the drawer solenoid had sustained thermal damage. To resolve the issue, the fse replaced the solenoid, drawer controller board, and retractor band. Additionally, fse reseated the bus cable on all the drawers in the auxiliary as a preventive maintenance. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1 was failed to be closed and opening. The user could not clear the obstructions. The customer tried to reboot but issue doesn't resolve. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.